Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula vein side. A 4.0-2/4t/90 symmetry balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6).